Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was one tube containing an unidentified liquid. No patient impact. The following information was provided by the initial reporter: " discontinued use because the blood collection tube contained unidentified liquid and was not in a vacuum state. Only the blood collection tube was filled with liquid among other products of same lot number.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2023. H.6. Investigation summary: 1 sample and 1 photo were returned to franklin lakes by the customer in support of this complaint. Visual examination and ftir testing of sample were performed revealed that the liquid is water. The stopper was also examined using a microscope and found several puncture sites suggesting multiple needle punctures. Water is introduced into the tubes during an in-process inspection for draw volume. The tubes are then to be discarded when the in-process draw check is completed. The exact cause for the tube being put back onto the production line could not be determined. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the tube being put back onto the production line could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was one tube containing an unidentified liquid. No patient impact. The following information was provided by the initial reporter: " discontinued use because the blood collection tube contained unidentified liquid and was not in a vacuum state. Only the blood collection tube was filled with liquid among other products of same lot number."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.